Manufacturer narrative:
Concomitant medical devices: product ID: 37744, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient's group settings was missing one of her programs; this issue occurred in (B)(6) 2015. It was reviewed that the patient should call her healthcare professional and potentially meet with a manufacturer representative to discuss this issue. It was noted that the patient had lost her patient programmer. There were no reported patient symptoms. The patient's indications for use included non-malignant pain. The patient's concomitant medications included meloxicam and tramadol. The patient's medical history included gout, arthritis, and weight loss due to changes she made in diet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.